Event description:
Per user facility medwatch form, #(B)(4), there were no patient consequences reported. It is not know how procedure was completed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.